Event description:
The pd rn called tech support indicating while reviewing the pt's daily flow sheets; she noticed that during his (B)(6) 2012 ccpd treatment, there was an extremely large drain 1 volume (4472ml), the prescribed fill volume is 2000ml. She discussed this with the pt and he indicated that during this treatment he experienced severe discomfort but managed to tolerate it without medical intervention and complete the treatment. The cycler was setup with two 5l solution bags and programmed to use 9l for the treatment. The pt added that both solution bags were entirely empty at the end of the treatment. Additionally, the pt stated that the cycler often repeats setup step 1 multiple times before it advances.

Manufacturer narrative:
Supplemental report will be submitted when device investigation is complete. (B)(4).